Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6) kg) with history of prior effusion, cardiomyopathy, tobacco use, diabetes , systemic inflammatory response syndrome (sirs), pulmonary nodules and hyperkalemia, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient was under general anesthesia. At the beginning of the procedure prior to transseptal puncture, the physician believed the patient had significant pleural effusion. Towards the end of the procedure, anesthesia and the physician noticed a gradual decrease in the patient¿s blood pressure. When uncovering the patient from the sterile drapes, the staff noticed that the patient¿s upper body (head, neck, and ears) was turning slightly purple. The physician at that point confirmed with the soundstar catheter that what they had thought was a pleural effusion was in fact a pericardial effusion, and it was located between the right ventricle and right atrium. The pericardial effusion was also confirmed via a transthoracic echo (tee). Pericardiocentesis was performed to remove 90 cc of fluid from the pericardial space, the pericardial drainage was left in situ. No additional intervention was provided as the patient was reported in stable condition after pericardial drainage. The patient was sent to the cardiac care unit (ccu) and required extended stay as he remained in the hospital an extra day. The patient was then discharged fully recovered. The physician¿s causality opinion was not provided. No biosense webster, inc. Product malfunctions nor error messages were reported. Transseptal was performed with a baylis 98cm transseptal needle. There was no evidence of steam pop during the ablation. The thermocool® smart touch® sf bi-directional navigation catheter was used at 2ml/min flow rate and 15ml/min during ablation. The force visualization features used included large dashboard - huge size map view dashboard - visual vector. The parameters for stability used with the visitag module were 3mm 3s 25% for 3 grams - with respiratory gating. Impedance was displayed between 0-10 ohms. Max temperature was 34 degrees celsius, max wattage was 43 watts, total ablation time was 46 minutes and a total of 120 ablation lesions were done. The pentaray catheter was also in the patient. The effusion was noticed prior to transseptal and prior to radio frequency delivery; however, since the effusion grew in size and cardiac tamponade was confirmed after the ablation, the thermocool® smart touch® sf bi-directional navigation catheter cannot be excluded and therefore, the event is being conservatively reported under the biosense webster, inc. Ablation thermocool® smart touch® sf bi-directional navigation catheter.

Manufacturer narrative:
On 6/12/2020, the product investigation was completed. It was reported that a 67-year-old male patient (86kg) with history of prior effusion, cardiomyopathy, tobacco use, diabetes , systemic inflammatory response syndrome (sirs), pulmonary nodules and hyperkalemia, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient was under general anesthesia. At the beginning of the procedure prior to transseptal puncture, the physician believed the patient had significant pleural effusion. Towards the end of the procedure, anesthesia and the physician noticed a gradual decrease in the patient¿s blood pressure. When uncovering the patient from the sterile drapes, the staff noticed that the patient¿s upper body (head, neck, and ears) was turning slightly purple. The physician at that point confirmed with the soundstar catheter that what they had thought was a pleural effusion was in fact a pericardial effusion, and it was located between the right ventricle and right atrium. The pericardial effusion was also confirmed via a transthoracic echo (tee). Pericardiocentesis was performed to remove 90 cc of fluid from the pericardial space, the pericardial drainage was left in situ. No additional intervention was provided as the patient was reported in stable condition after pericardial drainage. The patient was sent to the cardiac care unit (ccu) and required extended stay as he remained in the hospital an extra day. The patient was then discharged fully recovered. The physician¿s causality opinion was not provided. No biosense webster, inc. Product malfunctions nor error messages were reported. Device evaluation details: the device was visually inspected and it was found in good conditions.in addition, the catheter was deflecting and irrigating correctly. Force feature fail, error 106 was observed, a failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The catheter failed force sensor test. Improvements have been implemented to reduce magnetic and force sensor internal issues. This issue is highly detectable by the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).